Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-feb-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue button disappeared. A technical support specialist restarted and rebooted the machine to resolve the issue. The tss confirmed that the issue button was now working. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower, the issue button disappeared, and it was unable to issue medication. The customer stated that this malfunction occurred while dispensing medication to a patient. However, there were no adverse events or injuries reported based on this event.